Event description:
It was reported that the patient underwent a mid-lumbar interbody fusion at l4-5 to treat spondy. At the 6 week post-op visit the patient complained of back and leg pain. It was discovered on film that the screw at the l5 on the right side was broken. No revision surgery has been scheduled at this point.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however, films were supplied for review which found: ap and lateral views post-op tlif with midlif screws at l4/5. Right l5 screw is broken mid pedicle with angulation. Vb replacement in good position. Minimal residual spondylolisthesis present at l4/5.